Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pacing function did not work on this device during a training session. No pt involvement.